Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During conversation with dr. (B)(6) yesterday he mentioned a patient came into his clinic last week with a disassociated liner ((B)(4)) and will be revised on (B)(6). He said the primary surgery was about a year ago, but more details will be added during the revision. According to the post op dictation the following implants are implanted: (B)(4). A confirmation of codes and lot #s will be available at time of revision. Patient consequence? : yes. Patient consequence description:revision hip required. Action taken for procedure:cup and liner will be revised in a couple of weeks. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.